Event description:
It was reported that during a surgical procedure, the device needed to be turned on and off repeatedly in order to get it to reach temperature. There was a delay of 30 minutes in the procedure. There was no medical intervention and no adverse consequences reported.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.